Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining a consistently higher than expected result for prolactin on two samples for the same patient, which were discordant to two alternate methods, initially generated by the unicel dxi 800 access immunoassay system. Repeat testing resulted within normal ranges for both alternate methods. Specific results were not provided by the customer. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The patient's sample was sent to customer product line support (cpls) east for interferent testing. The field service engineer (fse) was not dispatched as this is the only assay and result in question. The root cause for this event is pending testing results.